Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the control solution test read out of specifications on his onetouch ultralink meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, the complaint is being reported due to the failing control solution test results.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.